Event description:
It was reported that the patient walked into the clinic due to device alarming. Upon device interrogation, it was noted the patient had received multiple shocks due to t-wave oversensing (twos) while jogging. The device was reprogrammed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing and analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrthymia therapy. Inappropriate shocks due to t-wave oversensing (twos). Twos noted in multiple nst and ventricular fibrillation (vf) episodes due to twos.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).